Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all users were unable to login to server. A technical support specialist (tss) had failed to access pes (pyxis enterprise server), encountering a "http error 503. The service was unavailable." Error. A consultation with pse (product support engineer) was verified that the agents had not followed the knowledge article (ka) step by step. However, when the fse followed it thoroughly, the tss was able to complete the installation without any issues. Then the tss noticed that the tls (transport layer security) 1.0 lines were missing in regedit.exe, so the tss added them and continued with the ka, successfully resolving the issue. The root cause was the agents not following the ka properly and entering incorrect values for the report server url and report manager url, using the app server name instead of the report server. So, the fse corrected those entries, uninstalled pci (peripheral component interconnect) from the server, added the missing registry lines, rebooted the system, and proceeded with the ka. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that unable to login. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.